Event description:
Customer reported one episode of loss of consciousness due to obtaining an inaccurate reading from using an expired test strip with their freestyle flash meter. Paramedics were called and treated customer with d5w IV solution. Customer reported eating candy and food and counteract her symptoms before the paramedics arrived. There is no report of any diagnosis, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.